Event description:
During a routine follow-up, it was noticed that aida+ had not been reset for quite some time. A message was displayed stating, "holter temporal not available." When the aida+ was reset, the information was displayed but the follow-up information was lost. The device remains implanted.

Manufacturer narrative:
A response from the manufacturer is pending.